Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a surgery for a left olecranon fracture with the variable angle (va) locking compression plate (lcp) elbow system and the va locking screw. During the surgery the locking screw could not be locked. The surgeon tried to remove the screw but was unable. A mosquito clamp was used to try and hold the screw but it did not work. A kocher clamp was inserted at the site of the fracture to push the screw out of bone and the screw was removed. The surgery was delayed by less than 30 minutes. Concomitant device: unknown mosquito clamp (part# unknown, lot# unknown, quantity 1). This report is for one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 04.211.028s, lot: 3l19573, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01 feb 2019, expiry date: 01 jan 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.211.028, lot number: h791515, manufacturing site: monument, release to warehouse date: 15 jan 2019. Manufacturing location: monument, manufacturing date: 05-dec-2018, part number: 04.211.028, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm, lot number: h791515 (non-sterile), lot quantity: 235 . Four pieces were scrapped in cell at op #20, turn/thread head, flute, as set-up failures. Work order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.028.999, 2.8mm ti screw blank 28mm 02.7 variable angle w/sd8, lot number: h750975, lot quantity: 951. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 rev b met all inspection acceptance criteria. Part number: 23032, tialnbci2.78, lot number: h574287, lot quantity: 603 lbs. Lot summary report dated 09-mar-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 06-feb-2020. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary investigation site: cq zuchwil , selected flow: device interaction/functional . Visual inspection: the visual inspection of the returned va locking screw has shown strongly damages on the surface of the whole instrument. There are wear marks and damages on the screw head and the threaded shaft visible. Functional test: a functional check is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the visual inspection of the returned va locking screw has shown strongly damages on the surface of the whole instrument. This lot was manufactured in january 2019 according to the specification. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause which has let to this occurrence. It is not possible to determine if the screw damages occurred during insertion or during removal of the screw. Based on the wear marks on the shaft we can only assume that mechanical overload situation in combination metallic contact has led to the reported problem. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.